Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was able to confirm the customer comment of a contaminated battery shortening bar. The battery drawer sticks on initial inspection and required a new battery shortening bar. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had corrosion on the battery terminals. The epg was returned for repair. There was no patient involvement reported.